Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that there were low, out of range impedances. It was noted that the patient had started the trialing stage on the tuesday prior to this report. It was stated that on the saturday night prior to this report the patient had lost stimulation coverage and had seen the out of range message. It was noted that there had not been any falls or trauma. It was also stated that one ¿1x8¿ lead had been programmed. Impedances were shown to be: ¿0/1: <(><<)>50 ohms; 2 (as the reference electrode): 3, 4, 5, 6 <(><<)>50 ohms; 3 (as the reference electrode): 2, 4, 5, 6 <(><<)>50 ohms; 4 (as the reference electrode): 2, 3, 5, 6 <(><<)>50 ohms; 5 (as the reference electrode): 2, 3, 4, 6 <(><<)>50 ohms; 6 (as the reference electrode): 2, 3, 4, 5 <(><<)>50 ohms; 4 (as the reference electrode): all impedance readings were fine.¿ additional information received reported that the patient was receiving effective therapy and was able to finish the trial with a functioning unit.